Event description:
Weak/torn mesh. The surgeon "tested" a sheet of sepramesh at the scrub sink. The company rep described the mesh as having torn down the middle while being handled by the physician. No add'l details were provided regarding the way in which the mesh was being handled. No add'l info is anticipated.